Event description:
It was reported that an inflatable bone tamp became stuck inside the vertebral body and broke off in the patient. A small incision was made above the pedicle and all pieces were removed with forceps. There no pieces of the device left in the patient and no further complications. No allergy to contrast media. The patient was considered "normal status" post op. No further information was reported.

Manufacturer narrative:
Method: followed up with company representative.